Event description:
The facility reported a pump with failure code 810:04. This problem was identified during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 810:04 was confirmed in the pump's event history file during product evaluation. Inspection of the device found that this failure code was caused by an out of calibration air in line printed circuit board on channel b. The air in line printed circuit board on channel b was recalibrated.